Manufacturer narrative:
H6 - evaluation conclusion code: corrected. A2. Age at time of event: 18 years or older. E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection revealed no issues on the hypotube and shaft polymer extrusion. A microscopic inspection revealed a pinhole 1mm proximal to the proximal markerband in the balloon material. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified on the tip. A microscopic examination of the proximal and distal markerbands identified no damage. During leakage test, on attempt to inflate the device using an encore inflation unit, a pinhole was identified 1mm proximal to the proximal markerband in the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and air embolism occurred. The 80% stenosed target non-calcified lesion was located in the left anterior descending (lad) artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at 2 atmospheres and leaked air. Consequently, gas entered the vessel and slowed the blood flow in the patient. It was noted that there were no calcified nodules under intravascular ultrasounds (ivus). The procedure was completed using another of the same device. No complications were reported, and patient was stable post procedure. It was further reported that the air leakage of the cutting balloon has caused the slow blood flow. The patient condition stabilized immediately after the physician performed the operation. There was no air embolism occurred during the procedure. The balloon ruptured in two to three seconds. The balloon was removed normally as a whole.

Manufacturer narrative:
B5 - describe event or problem: updated. H6 - patient code: air embolism removed. A2. Age at time of event: 18 years or older. E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection revealed no issues on the hypotube and shaft polymer extrusion. A microscopic inspection revealed a pinhole 1mm proximal to the proximal markerband in the balloon material. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified on the tip. A microscopic examination of the proximal and distal markerbands identified no damage. During leakage test, on attempt to inflate the device using an encore inflation unit, a pinhole was identified 1mm proximal to the proximal markerband in the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and air embolism occurred. The 80% stenosed target non-calcified lesion was located in the left anterior descending (lad) artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at 2 atmospheres and leaked air. Consequently, gas entered the vessel and slowed the blood flow in the patient. It was noted that there were no calcified nodules under intravascular ultrasounds (ivus). The procedure was completed using another of the same device. No complications were reported, and patient was stable post procedure. It was further reported that the air leakage of the cutting balloon has caused the slow blood flow. The patient condition stabilized immediately after the physician performed the operation. There was no air embolism occurred during the procedure. The balloon ruptured in two to three seconds. The balloon was removed normally as a whole.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture and air embolism occurred. The 80% stenosed target non-calcified lesion was located in the left anterior descending (lad) artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at 2 atmospheres and leaked air. Consequently, gas entered the vessel and slowed the blood flow in the patient. It was noted that there were no calcified nodules under intravascular ultrasounds (ivus). The procedure was completed using another of the same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that balloon rupture and air embolism occurred. The 80% stenosed target non-calcified lesion was located in the left anterior descending (lad) artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at 2 atmospheres and leaked air. Consequently, gas entered the vessel and slowed the blood flow in the patient. It was noted that there were no calcified nodules under intravascular ultrasounds (ivus). The procedure was completed using another of the same device. No complications were reported, and patient was stable post procedure. It was further reported that the air leakage of the cutting balloon has caused the slow blood flow. The patient condition stabilized immediately after the physician performed the operation. There was no air embolism occurred during the procedure. The balloon ruptured in two to three seconds. The balloon was removed normally as a whole.

Manufacturer narrative:
B5 describe event or problem: updated. H6 patient code: air embolism removed. A2. Age at time of event: 18 years or older. E1. (B)(6).